Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, serial#: unknown, product type: catheter. Other relevant device(s) are: product ID: neu_unknown_cath, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2020-sep-23, information was received from an healthcare professional (hcp), regarding a patient receiving lioresal (2,000 mcg/ml, 600 mcg/day) via an implantable pump. The hcp was calling about a new patient to their practice because their previous physician had died. The hcp had limited history on the patient. There have been volume discrepancies (actual reservoir volume greater than estimated reservoir volume) over two previous refills. They have also been unable to aspirate from the catheter access port (cap). There was some speculation that there was a catheter issue. The hcp requested information regarding troubleshooting. The pump was noted to be less than 1 month from elective replacement indicator (eri). The patient had no symptoms or complications.